Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565 -2021-00180.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001822565 -2021-00180.

Manufacturer narrative:
(B)(4) report source: (B)(6). Has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03880.

Event description:
It was reported that the tip of the inserter broke off while inserting shell. No harm was done to the patient or the impact. The tip of the inserter was retrieved and discarded. Attempts have been made and additional information on the reported event is unavailable at this time.